Manufacturer narrative:
The insulin pump function properly no blank display or display anomaly noted during our testing. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No damage inside pump noted. The insulin pump receive has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump counted up and went blank, after putting in two different new "patteries". Customer's blood glucose was 180 mg/dl. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.